Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent combined iol implantation and vitrectomy procedure on (B)(6) 2020. The patient medical history received identified that the patient has diabetic retinopathy. On an unknown date post-operatively iol opacification was observed. A decrease in visual acuity was noted. The patient underwent a yag capsulotomy; however, this was unsuccessful in resolving opacification. The rayone aspheric rao600c was explanted on 19th november 2020. The patient received an iol exchange during this procedure and post-operatively their visual acuity is reported to have improved. The explanted lens was returned and sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and enery-dispersive x-ray spectroscopy (eds)). Analysis was completed on 24th february 2021. Sem and eds analysis revealed a significant deposition of mineral like structures on the surface of the iol consistent with the structure and form of iol calcification. The crystals were composed of calcium phosphate. Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to calcium build up. Additionally, rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). Rayner's hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery and idiopathic. The patient medical history, and repeat ocular procedures are likely contributory factors to the development of opacification in this case.

Event description:
On 15th december 2020, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively iol opacification was observed leading to a deterioration in visual acuity and necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent combined iol implantation and vitrectomy procedure on (B)(6) 2020. The patient medical history received identified that the patient has diabetic retinopathy. On an unknown date post-operatively iol opacification was observed. A decrease in visual acuity was noted. The patient underwent a yag capsulotomy; however, this was unsuccessful in resolving opacification. The rayone aspheric rao600c was explanted on (B)(6) 2020. The patient received an iol exchange during this procedure and post-operatively their visual acuity is reported to have improved. The explanted rao600c has been retained and has been returned to rayner for analysis. The lens will be sent to a third party independent laboratory to undergo scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy. The results of the analysis will be provided in a follow-up report. Rayner has previously been advised by its medical consultants that diabetic patients are more predisposed to calcium build up. Additionally, rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). Rayner's hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery and idiopathic. The patient medical history is a likely contributory factor to the development of post-operative opacification in this case.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively iol opacification was observed leading to a deterioration in visual acuity and necessitating lens explantation.